Event description:
It was reported that the customer experienced an inability to receive glucose readings after pairing a new libre 3 plus sensor with the ilet, with notifications showing a 12-hour sensor alert and a pairing failure that was subsequently resolved after re-scanning the cgm and restarting the ilet, after which the device displayed a warmup state and pairing was successful. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included customer care troubleshooting and education regarding the sensor alert, use of bg run mode during the countdown, and guided steps to reattempt pairing and restart the system. Investigation of this case revealed a sensor pairing failure with the libre 3 plus that resolved following re-scan and device restart, consistent with correctable connectivity or initialization behavior. It was concluded, based on previously established findings for similar reports, that the cause was user guidance and system restart resolving a transient pairing failure without adverse health impact.